Event description:
After an implantation period of approx. 34 months, it was reported that the patient was admitted to the hospital with an ongoing vt. It was observed that the ICD did not identify the vt as such and did not deliver therapy.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned follow-up data from on (B)(6) 2022 have been analyzed. A total of (B)(4) episodes were documented. Analysis showed that episode nr. 27281 from on (B)(6) 2022 from 09:14 h until 10:46 h was detected as svt by the ICD, because the stability criterium was not met due to unstable rr-intervals. Please note that the morphmatch function is at work only if an initial vt-detection occurs, meaning if the onset and stability criteria are both fulfilled. Unstable rr-intervals were also noticeable in episodes nr. 27276 and nr. 27280. Analysis showed that the ICD functioned as specified according to the programmed parameters and heart rhythm of this patient. We regret any inconvenience the user might have experienced during this event. The information you have provided has been entered our quality system and will be considered to improve future device generations.